Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified, transverse sinus artery. During deployment of the 8.0x60mm absolute pro self expanding stent system (sess), the stent got jammed and approximately only 1 cm was deployed. The physician tried a few different wires and balloons to get the stent out but with no success. The stent broke in half. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The product was not returned to abbott vascular for analysis. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 90% stenosed and mildly calcified anatomy and/or other devices resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the device as the physician tried a few different wires and balloons to get the stent out but with no success likely resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.na